Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in an inappropriate shock. Tachy therapy was then programmed off until a revision procedure could be performed. The rv lead was then surgically abandoned and replaced. A lead issue was suspected, but no physical damage was observed via fluoroscopy. This ICD remains in service. The rv lead was a competitor's product. No additional adverse patient effects were reported.